Event description:
It was reported that while the ventilator was connected to a patient, the ventilator didn't respond to the patient effort. It was noted that the patient was unable to trigger breath. The trigger was set to flow triggering, the sensitivity was increased but patient was still unable to trigger breaths. The patient de-saturated down to 30%. The patient was removed from the ventilator and placed on another ventilator. There was no patient injury reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our fse (field service engineer). No fault was found and no parts were replaced. The device logs were downloaded. The breathing system used at the event had been discarded prior to the fse visit. Evaluation of the logs show that pre-use checks performed prior to, and after the event, were successful. The ventilation mode was simv (synchronized intermittent mandatory ventilation)in which the ventilator provides mandatory breaths that are synchronized with the patient's spontaneous efforts. The log contains many alarms that indicate leakage and others that indicate less volume per breath throughout the entire ventilation period, which implies that there was less ventilation than intended. The logs show that reported change in the trigger sensitivity was opposite to the intended sensitivity thus making it more difficult for the patient to trigger breaths. The flow triggering settings range is from 0 to 10, where 0 is the less sensitive level. The change was from 5 to 3 and not to 6, was reported. The ventilator functioned all the time and it generated appropriate alarms for the prevailing conditions. There is nothing in the device logs that indicates that there was a ventilator malfunction. The conclusion based on the available information is that the problem was caused by the ventilator settings, the set alarm limits, and leakage. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer evaluated the device logs on-site together with customer. The evaluation showed that the flow trigger sensitivity originally was set to 5 and then decreased to 3 not increased to 6 as reported. A decrease in the flow trigger sensitivity makes it less sensitive. More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.